Event description:
The medical center in japan had an impella cp supporting a patient along with ECMO when the team observed an lv perforation. The perforation may have been from guidewire or cp. The patient was treated by surgical repair and the impella cp was withdrawn. The patient survived the event.

Manufacturer narrative:
The medical center in japan has not returned any further clinical details, imaging, or product. The investigation is open at this time. Should details be forthcoming, and a root cause be determined, a final report will be filed.